Event description:
Firstpass st suture passer spring malfunction. Smith & nephew, catalog ref = (B)(4), lot number 2052327, hand piece works on a spring-loaded mechanism. Spring malfunctioned with first pass. Opened a new one.